Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the clinic, noise on both atrial and ventricular leads was observed. The insulation break was also noted on the ventricular lead. The physician explanted and replaced both leads. The patient was asymptomatic with no issues prior, during, and after the procedure.